Event description:
The adhesive on a set of defibrillator pads "rolled" on the pad when the pad was applied/repositioned. Additionally, the pad has exposed wires, and staff were concerned the patient may suffer burns from the wires.